Event description:
A (B)(6) female patient's caretaker contacted zoll customer support to report a service code 204 and the belt is unable to stay connected to the monitor. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, it was found that the trunk cable connector was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.